Event description:
A customer contacted beckman coulter inc (bec) to report two of their coulter lh 750 hematology analyzer did not generate blast flagging for a patient containing blast cells, which were identified by manual smear review. The manual smear review was prompted when a definitive (operator-defined) thrombocytopenia (decreased platelet) message was obtained on the patient specimen. The patient was run on three separate days, with a new specimen each day and no blasts flagging was obtained on each day. No other instrument generated flags or messages were obtained. None of the erroneous results were nor reported out of the laboratory; therefore, no death, injury, or affect to patient treatment is associated with this event. This MDR (1061932-2012-02520) addresses the event of (B)(6) 2012, which the samples were run on their lh750 (serial number (B)(4)). The two other events will be covered on two separate mdrs: 1061932-2012-02521 will address the event of (B)(6) 2012 which the samples were run on the lh750 (serial number (B)(4)). 1061932-2012-02522 will address the event of (B)(6) 2012, which the samples were run on the lh750 (serial number (B)(4)) patient results are attached. No manual results were provided for this event.

Manufacturer narrative:
In addition, erroneous high ly% and low mo% results were also noted for the sample on (B)(6) 2012. Higher wbc count was also observed compared to wbc count on the other two days, with no instrument generated flags. The specimen and storage information were not provided. Controls were run before the incident and were within specification. The unit currently is performing within qc specification with respect to controls (accuracy) and reproducibility (precision). Service was not dispatched for this event. The failure mode of the event is unknown based on the information available.